Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to a left main coronary artery stenting with impella procedure. The sutures were successfully placed. The sheath was upsized to 14f and the left main stenting with impella procedure was completed. One knot of one proglide device was tightened. Reportedly, when tightening the knot of the other suture a suture break occurred. Hemostasis was not achieved. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.